Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow-up, noise was observed on the ra and rv channel. The physician elected to replace the pulse generator. There were no patient consequences.

Manufacturer narrative:
The device was tested on the bench. Analysis was normal. No anomaly was found.